Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
As reported: "I recently revised a case with local (B)(6) surgeon where the base plate was locked about 1 cm lateral to the glenoid. The glenosphere may have been inadequately seated as well...the patient had tremendous pain from day one and upon revision surgery had significant metallosis in the tissues, a loose glenosphere, and an 'airball' base plate".

Event description:
As reported: "I recently revised a case with local la surgeon where the base plate was locked about 1 cm lateral to the glenoid. The glenosphere may have been inadequately seated as well. The patient had tremendous pain from day one and upon revision surgery had significant metallosis in the tissues, a loose glenosphere, and an 'airball' base plate".

Manufacturer narrative:
Codes were added.

Manufacturer narrative:
The reported event alleged that 5572-2800 ¿ baseplate had locked about 1 cm lateral to the glenoid could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The reported event ¿the glenosphere may have been inadequately seated as well¿ could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The reported event ¿loose glenosphere¿ could not be confirmed since the device was not returned for evaluation. However, a short video clip presented a situation where the surgeon seemed to be able to wobble the construct. The reported event ¿airball' baseplate" could not be confirmed, since the device was not returned for evaluation. However, above video clip showed that the surgeon could put his finger between baseplate and bone / glenoid. Thus, an airballed baseplate could not be excluded. Although no item was returned the reported event ¿metallosis in the tissues¿ was very likely. A provided image presented discoloration in the tissue of the opened wound. A provided image of the removed baseplate presented significant material disaggregation. The found material damages may have been caused by the interaction of insufficient tightening of the baseplate, loose glenosphere and post-operative high load. Altogether may have caused the origination of metallosis. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labelling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. The event description already identified loose and insufficiently positioned implants which is considered being user related. With available information a product deficiency was not verified.

Event description:
As reported: "I recently revised a case with local la surgeon where the base plate was locked about 1 cm lateral to the glenoid. The glenosphere may have been inadequately seated as well...the patient had tremendous pain from day one and upon revision surgery had significant metallosis in the tissues, a loose glenosphere, and an 'airball' base plate".